Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012768942); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID: evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-23, a patient with a history of previous coarctation surgery and a fragile aorta experienced significant procedural difficulties. The system would not track around the aortic arch despite various techniques, including the use of a stiffer wire and balloon, and ultimately could not be advanced. A different manufacturer's valve (23 sapien) was implanted instead. Computed tomography was performed and identified a tear in the aorta at the left common carotid. The dissection was likely caused by pushing the device around the arch. The patient died as a result of aortic dissection.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10. The initial medwatch was submitted with section h11 noting the valve loaded in the suspect dcs was a system reported device; however, additional information was received that clearly excludes the valve as a system reported device. Instead, let this report reflect the valve is a concomitant device loaded in the dcs when the dcs was advanced through the aorta and contributed to the aortic dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-23, a patient with a history of previous coarctation surgery and a fragile aorta experienced significant procedural difficulties. The system would not track around the aortic arch despite various techniques, including the use of a stiffer wire and balloon, and ultimately could not be advanced. A different manufacturer's valve (23 sapien) was implanted instead. Computed tomography was performed and identified a tear in the aorta at the left common carotid. The dissection was likely caused by pushing the device around the arch. The patient died as a result of aortic dissection. Additional information was received to report the aortic dissection occurred during device advancement; however, a specific device was not mentioned. No treatment was provided to address the aortic dissection. According to the physician, there was nothing identified on the 3mensio imaging to indicate the patient's anatomy contributed to the dissection; however, it was noted the two previous cardiac surgeries could account for tissue fragility. It was further noted the patient's underlying medical history did not contribute to the patient's death. The medtronic valve could be excluded as a contributing factor as it was never deployed.